Event description:
Philips received a complaint from the customer reporting the v60 ventilator starts with the appropriate pressure but eventually it seems like no air is blowing. The device was in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the unit did not pass the pressure delivery accuracy verification. The pse reported the unit was just out of range during the pressure delivery verification procedure. The proximal pressure lower limit found to be lower than the allowable limit. The pse inspected the tubing and boots internally which appeared within specifications. The pse reported data acquisition (da) printed circuit board assembly (pcba) replacement was advised per the service manual. The device was operational and returned to service after part replacement was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.